Event description:
The customer's mother reported on (B)(6) 2014 at 10:00 pm her daughter's blood glucose was reading 279 mg/dl. Upon further inspection she noticed the needle did not insert the cannula properly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.